Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead was explanted and replaced on (B)(6) 2013.

Event description:
It was reported that the atrial lead exhibited noise. Decreasing the atrial sensitivity would be considered. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
Final analysis found insulation abrasion at 22.9 cm from the connector pin, which could have contributed to the noise problem.